Event description:
The user facility reported that during a diagnostic colonoscopy, the bending section no longer angulated when the up-down angulation control knobs were manipulated, and the endoscope was removed from the pt while in an angulated position. The procedure was completed with a different, but similar device. No pt injury or complications were reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The up/down angulation control knob was found to be heavy, rough, and grinding during manipulation, but was still operative. In addition, the angle shaft of the angulation control knobs was found misaligned, which caused the grinding motion and the up-down angulation control knob movement to be rough. This report is being filed as an MDR in an abundance of caution.